Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. A mitraclip xt was placed a2/p2 (anterior 2 and posterior 2 leaflet segments). Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. There was a posterior chordal rupture. A second mitraclip xtw was implanted lateral to the first clip to stabilize and further reduce mr. The final mr grade was 2+. Per the physician the slda was due to the patient's heavily calcified chords.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4+ degenerative mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. A mitraclip xt was placed a2/p2 (anterior 2 and posterior 2 leaflet segments). Upon deployment, a single leaflet device attachment (slda) was observed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. There was a posterior chordal rupture. A second mitraclip xtw was implanted lateral to the first clip to stabilize and further reduce mr. The final mr grade was 2+. Per the physician the slda was due to the patient's heavily calcified chords.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to heavily calcified chords. The reported patient effect of tissue injury appears to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design or labeling.